Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient's device had quit working for them. The patient stated the issue started close to a month ago but it got really bad in the past two weeks and so they were a mess again and it's gotten to be where it was happening every day now. The patient stated the last time they saw their managing health care provider (hcp) the issue had just been starting but at the time they saw the hcp the stools were still hard so it wasn't an issue at that time so they didn't increase the stimulation then but about a week after that is when it started. The patient stated they needed assistance in "bumping it up." Patient services (ps) asked the patient if they'd had any falls or traumas that led to the issue and the patient confirmed they hadn't. Ps reviewed the external device function with the patient and started to walk the patient through connecting to their settings. The external devices were functioning as intended at the time of the call; however, when they went to connect, the patient received a message that said 'data lost. Internal device has lost all data. Contact clinician.' Ps explained the meaning of the message and redirected the patient to follow up with their hcp. Ps reviewed internal device longevity as well as electro-magnetic interference that could have caused the issue. The patient stated they had an x ray the other day and a bone-density test for osteoporosis. The patient could not say when the last time was that they'd connected to their settings. The patient stated when they were at their doctor's office they'd connected with a device and they felt the "tingling down" their legs. Ps did not ask any further questions about this comment as they were focused on the reason for call. Ps redirected the patient to follow up with the hcp to check the implanted system. The patient was going to follow up with their hcp about the issue. The patient's relevant medical history included the patient had been through chemo and radiation for cancer about 2 years ago, and they were told that it wouldn't bother the system. The patient also had a "big shot and radiation."

Event description:
Additional information was received from a healthcare professional (hcp). When asked abut the cause of the tingling they stated it was unknown. When asked what steps were taken to resolve the issue they stated that the patient said the issue had resolved after changing programs. When asked about the cause of the por they stated it was unknown and that the patient said it had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.